Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being unsure of the pods cannula had properly inserted at the pod infusion site during activation. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and dehydration. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after 3 days. The patient reports after this event they are not using their pump for insulin delivery at this time.